Event description:
Post-implant cta's from 4 years post implant have been reviewed. Images were non-contrast, therefore measurements were approximate and any possible endoleak, blood flow or thrombus within the stent graft could not be assessed. Images revealed that the bifurcate was placed in the proximal neck. The aortic body was angulated 70deg a-p; relative to the limbs. The proximal stent graft od was 33mm. The maximum aaa diameter is 7cm. The bifurcate was implanted with the ipsilateral limb on the right side and ipsilateral extension placed into the right common iliac. The stent graft od at the distal end of the right limb was 20mm, and the maximum diameter of the right common iliac aneurysm was 24mm. On the left contra side, the contra limb and extension were placed into the left common iliac artery. The stent graft od of the distal end of the contra extension was 13mm, and the maximum diameter of the left common iliac aneurysm was approximately 20mm. The cause of the iliac dilatation is unknown, but was may have been due to disease progression, however earlier post-implant images were not provided. Since the films were non-contrast, the current status of the previously reported thrombus seen within the stent graft body could not be assessed, and the cause of the thrombus could not be determined. No stent graft kinks were observed; this may be due to a patient condition.

Manufacturer narrative:
(B)(4).

Event description:
Investigator assessment states that the event is related to the study device; however it is not related to the study procedure.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 80 mm in diameter abdominal aortic aneurysm with an infra-renal angle of 20 degrees. Proximal aorta was 27 mm in diameter. Distal aorta was 28 mm in diameter. Right iliac artery was 20 mm in diameter and the left iliac artery was 13 mm in diameter. The right femoral artery was 8 mm in diameter and the left femoral artery was 9 mm in diameter. The right iliac artery was moderately tortuous. The left iliac artery was mildly tortuous. The circumferential aortic mural thrombus/calcification at the proximal neck was 30%. It was reported that a technical observation was noted. There was circular thrombus in body of endo prosthesis. Recently, the aneurysm was 66 mm in diameter. There was progressive disease in the left iliacal with 8 mm seal requiring an extension stent graft. The patient had a secondary intervention, successfully treating the progressive disease left iliacal with 8 mm seal. Investigator assessment states that the event is not related to the study device; however, it is related to the study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information was received reported that the occlusion occurred approximately 7 years post index procedure was device related but not procedure related. It was noted that the patient also received a transfusion as part of the treatment for the occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the cta angiogram showed there was left limb occlusion of the stent graft from the bifurcation to end of stent. Thrombolysis under angiography was performed. A hematoma of the left groin with hypotension. Cta and angiography determined there were small extravasations (not device or procedure related). A cta was done and embolization of 2 branches anterior division from the left internal iliac artery. The patient was discharged. If information is provided in the future, a supplemental report will be issued.